Event description:
New information received notes that the issue was discovered during in-clinic follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode. Device download was performed successfully and normal function was restored. Patient was stable.